Manufacturer narrative:
(B)(4). The pump was evaluated at the customer facility by a baxter technician. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced a door open / close clamp alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This is an ancillary service event discovered during preventative maintenance. The cause was determined to be a cracked door assembly. To correct the condition, the door assembly was replaced. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported a flogard infusion pump with a door open/close clamp alarm. It is unknown when this condition occurred. This condition has the potential to interrupt delivery. There was no report of patient, injury, or medical intervention related to the device. It is unknown if there was patient involvement. No additional information is available.